Event description:
The facility reports a person was on the commode. Once finished, an arjo sling was rearranged around the person and the person raised about 18 inches off the floor. It is reported the person then started to slide out of the back of the sling. The caregivers readjusted and lowered the patient to safety. No injuries were reported. It was also indicated the patient was wearing a football shirt, which (as indicated by the customer and arjo reporter on-site) has contributed to the drop, due to the material of the sling and shirt.

Manufacturer narrative:
The customer could not say for certain what lift was involved, but indicated it was either a tempo or maxilift. No faults were found with either lifter. Pictures and on-site review of the sling showed no defects. Body shape can play a factor in the decision as to what size of sling to use. Not that the operating and product care instructions for both devices state that, before starting the transfer, a suitable size sling should be ready. Also, the precise method of applying and using the sling with the lift is in these documents. The description of the incident states the patient dropped out of the sling backwards. This normally is not possible. However, simulations have pointed out that when a positionable hanger bar is put in the most horizontal position and the plastic support straps are not present in the sling, there is a possibility that the occupant can slide out, but not without significant movement/effort from the occupant. The manufacturer has taken into account in the evaluation of the incident the information that a football shirt (implying slippery fabric) was worn by the occupant of the sling, and that this may have facilitated the drop. However, this cannot be pointed out as being the root cause for the drop. The guidelines for use of the sling state, "before use: arjo slings with head support have two pockets at the head section, which should contain plastic reinforcement pieces during use. Always ensure these reinforcement buckles have been inserted into the sling pockets before using the sling." Complaint monitoring and vigilance reveals there is no significant trend with this issue to date. From the information gathered, the simulation done and the evaluation by manufacturing, it would appear that although it cannot be proven, it is most likely that the sling did not have the plastic reinforcement straps in place and that this caused the patient to slide out of the sling. The manufacturer strongly advises the staff at the facility to be retrained to the latest operating and product care instructions of the device and the guidelines for use of the sling. No corrective action towards the product will take place at this time. However, customer complaints will continue to be monitored and incident reports individually evaluated for possible action in the future.